Event description:
The patient was implanted with an ams monarc sling. It was reported that the patient has experienced physical pain and suffering, has sustained permanent injury, including but not limited to, recurred incontinence and prolapse, infection with discharge, abdominal and vaginal pain, and sexual pain.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.